Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that the communicator power cord was burned and one of the silver prong was missing. A boston scientific company representative advised the patient that the power cord will be replaced and a return label was sent. The communicator remains in service. No adverse patient effects were reported.